Event description:
Patient underwent novasure and essure procedures concomitantly on (B)(6) 2009. Patient presented one month post novasure and essure procedures with cramping. Patient was treated with motrin. Patient visited ER approximately 2 weeks later with pelvic pain. A CT scan revealed that the essure insert on the left side had been expelled into the uterus. On (B)(6) 2009 patient had laparoscopic surgery to remove both essure micro-inserts; a tubal ligation was also performed. One of the essure micro-inserts (right side) was found embedded in the bowel and removed.

Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this ar file resulted in a change in the determination of reportability.

Manufacturer narrative:
(B)(4).